Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock due to fast ventricular signals, which were suspected to be from right ventricular (rv) lead oversensing or r waves due to a fast atrial rhythm. The rv lead had been programmed rv tip to coil due to small r wave and the rv lead was reprogrammed to tip to ring. The rv lead remains in use. No further patient complications have been reported as a result of this event.